Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to determine the root cause. Config reset error code was due to 3v battery on the main board was not properly seated. This condition of the main board battery will create a service soon/config reset alarm condition. Replace main board to resolved the complaint and process vent thru service. Main board will be sent to fa lab for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with revel ventilator on power up, configuration reset. Error 90, 91, 94, 100 were also indicated. The customer confirmed that the problem was found on morning checks by crew and there was no patient involvement.